Event description:
The customer reports that the venous luer hub was found broken during use for hemodialysis.

Manufacturer narrative:
(B)(4). The customer returned one hemodialysis connector assembly and a lidstock for analysis. The catheter body was not returned. Signs-of-use in the form of adhesive residue and biological material were observed on the extension lines. Visual analysis revealed a crack in the venous luer hub. Microscopic examination confirmed the crack and revealed white stress marks in several locations around the luer hub. The appearance of the crack is consistent with repeated over-tightening of connectors. With the metal prongs of the connector assembly occluded, a lab inventory syringe filled with water was used to pressurize both the arterial and venous extension lines. When pressurizing the venous extension line, water was observed leaking out of the crack in the luer hub. No leaks were observed when pressurizing the arterial extension line. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The reported complaint of a luer hub cracked was confirmed by complaint investigation of the returned sample. The venous luer hub contained cracks consistent with repeated over-tightening of the luer. A device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the venous luer hub was found broken during use for hemodialysis.